Event description:
Boston scientific received information that during a follow up visit, interrogation of this device revealed a magnet rate of 90 ppm. In addition, the longevity remaining increased from less than one year remaining to one and one-half year remaining without any programming changes. An internal technical technical services consultant was contacted. It was determined the device appeared to be at "elective replacement" (ern) time based on the magnet rate. Per labeling guidelines, intensified follow up is recommended and will be performed. No adverse patient effects were reported. .

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
- -

Event description:
- -